Event description:
Rn started IV successfully and when they attempted to disconnect the pink hub from the retracted needle to attach IV tubing, the parts would not separate. They made multiple attempts and ultimately had to remove the IV catheter and start over with a new IV catheter.